Event description:
A report was received that the patient felt her ipg was loose in the pocket and was experiencing discomfort. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient felt her ipg was loose in the pocket and was experiencing discomfort. The patient will undergo a pocket revision.